Event description:
It was reported that the stent dislodged. A very complex percutaneous coronary intervention (pci) was performed on a calcified and severely tortuous proximal left anterior descending artery (lad). While using a guideliner, a 3.50 x 24mm synergy xd was advanced to the target lesion, but while inflating the stent balloon, the stent was not seen. The stent delivery system was removed together with the guideliner, guide, and y-connector, but could not find the stent. The stent detached from the balloon and had dislodged inside the patient. A guideliner was used in an attempt to remove the dislodged stent, but was not successful. The procedure was completed successfully. No further patient complications were reported in relation to this event, and the patient was reported to be stable.

Event description:
It was reported that the stent dislodged. A very complex percutaneous coronary intervention (pci) was performed on a calcified and severely tortuous proximal left anterior descending artery (lad). While using a guideliner, a 3.50 x 24mm synergy xd was advanced to the target lesion, but while inflating the stent balloon, the stent was not seen. The stent delivery system was removed together with the guideliner, guide, and y-connector, but could not find the stent. The stent detached from the balloon and had dislodged inside the patient. A guideliner was used in an attempt to remove the dislodged stent, but was not successful. The procedure was completed successfully. No further patient complications were reported in relation to this event, and the patient was reported to be stable. It was further clarified that a guideliner was used to advance the stent device to the lesion, and a guideliner was used to try to remove the stent from the patient. It is not known what caused the stent to dislodge. The procedure was completed, and no further patient complications were reported in relation to this event.

Event description:
It was reported that the stent dislodged. A very complex percutaneous coronary intervention (pci) was performed on a calcified and severely tortuous proximal left anterior descending artery (lad). While using a guideliner, a 3.50 x 24mm synergy xd was advanced to the target lesion, but while inflating the stent balloon, the stent was not seen. The stent delivery system was removed together with the guideliner, guide, and y-connector, but could not find the stent. The stent detached from the balloon and had dislodged inside the patient. A guideliner was used in an attempt to remove the dislodged stent, but was not successful. The procedure was completed successfully. No further patient complications were reported in relation to this event, and the patient was reported to be stable. It was further clarified that a guideliner was used to advance the stent device to the lesion, and a guideliner was used to try to remove the stent from the patient. It is not known what caused the stent to dislodge. The procedure was completed, and no further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 24mm synergy xd stent delivery system (sds) was returned for analysis. A visual examination of the device found no stent attached. The maximum stent profile measured during manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon was found to be in a deflated state with signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found a kink measured at 22.5cm proximal to distal end of distal tip. No other issues were identified during the product analysis.